Manufacturer narrative:
Concomitant medical products: 310c31 valve, implanted: (B)(6) 2021; 40025 valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high threshold consistent with historical measurements. The ra lead remains in use. No patient complications have been reported as a result of this event.